Manufacturer narrative:
The monopolar cautery instrument was received, analyzed, and determined to have a broken tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The instrument had a broken tube adapter at the distal end, with a missing fragment measuring about 3.1 x 3.3 mm not returned with the instrument, and two broken electrical contacts measuring 0.86 x 2.4 mm and 0.86 x 2.5 mm not returned with the instrument. In addition, the broken tube adapter is likely the cause of the broken electrical contacts. Visual inspection was performed and there was no damage to the snake wrist cables, housing and shaft. Each input disk was manually articulated and responded accordingly. The release buttons were functional. The missing fragments and both of the contacts were not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted radical transvesical prostatectomy surgical procedure, the monopolar cautery instrument arm was broken. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the spatula attachment broke off while the instrument was in use within the patient. The entire spatula broke off from the arm during the procedure, but it was removed intact from the patient and was not fragmented. No material was missing or detached from the instrument following the incident. The patient has not returned to the hospital, and no post-surgical complications related to the retention of foreign material have occurred.